Event description:
It was reported that the customer tripped and fell and was hospitalized. Customer clarified that the hospitalization was not related to diabetes. Customer stated that due to the hospital stay the insulin pump was stored without battery over a month and is now alarming battery out limit as well as another error alarm is showing up on the screen when attempting a bolus. Customer's blood glucose reading at the time of the call was 390 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.